Event description:
Additional information on the event was provided by the customer. The malfunction was noticed during the procedure. No part of the affected device was inside the patient. The intended procedure was completed. The procedure was performed with the same or similar instrument. The procedure was not prolonged. The intended procedure was for surgery.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of error messages e116 and e118 were not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that after an unspecified procedure, the camera control unit had error code e116 and error code e118. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.